Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the device eventually open? Were there any patient consequences? If yes, please describe.

Event description:
It was reported that during an unknown operation, the jaw of the product didn't open, so the complaint was submitted. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # n5798n. Device analysis: the analysis results showed that the xr30v reload arrived with no apparent damage and fully loaded with staples. The reload was tested for functionality with a test device and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as no device was returned for analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.